Event description:
Event description cpi received information that this implantable pulse generator (ipg), at implant, did not start pacing until the setscrews were tightened. The device was in bipolar mode. A bipolar lead was implanted in the patient.